Event description:
A written complaint was submitted to nobel biocare on (B)(6) 2021 concerning an implant, product number 34133 (nobelactive internal rp 4.3x13mm), stating that a patient injury occurred. Additional comments on the type of injury indicated that the patient has osteomyelitis. The implant was placed on (B)(6) 2021 and removed on (B)(6) 2021 due to pain which disappeared upon implant removal. Additional conditions involved infection. The patient is currently hospitalized and is still there for IV antibiotics and osteomyelitis due to implant procedure. The current patient condition is recovering.